Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation issue as both grippers were able to lower and raise without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficultgripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the left atrium (la) and independent testing of the grippers was performed. However, it was noticed that one of the grippers would not lower. Troubleshooting was performed. The clip was locked, unlocked and the grippers were cycled, but the gripper was still unable to lower. The physician decided to remove the cds and replace it. It was noted that after the clip was removed, the gripper was still unable to lower. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.